Event description:
The customer reported that an unspecified error was displayed on the insufflation unit. When the device was evaluated after being sent to an olympus service center, an alarm sounded and the front panel shut off. Additional details were requested regarding the reported event. No additional information was provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing found an alarm was generated and the front panel shut off due to failure of the main circuit board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 8 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, it was confirmed the event occurred due to a failure of the main circuit board. The specific root cause of this failure could not be determined at this time. Olympus will continue to monitor field performance for this device.